Event description:
The advocate stated her father-in-law was unresponsive and looked unwell. They tested his blood at 12:28pm and 12:53pm on the contour next ez and the readings were 27 and 29mg/dl, respectively. The paramedics were called. They retested the patient on their meter, which gave a reading that was approximately 49mg/dl. The patient was given a glucose injection. At 2:02pm his blood was tested at 221mg/dl and he feeling better. The strip information was not provided. Strips were not expected to be returned for evaluation. A new meter was sent to the customer.